Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain, patient was connected. The home patient (hp) stated that the patient line was primed but they added the extension line after the patient line was already primed. The technical service representative (tsr) advised the hp that the extension line needed to be connected prior to priming. The tsr had the hp close the clamps and transfer set and recycle the power on the hc to clear the alarm. The hp was going to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, connecting the patient line extension to the set up after priming is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.